Manufacturer narrative:
H3, h6: the poe injector was returned to medtronic for analysis. Testing was conducted and it was found to operate as expected but after 20 hours of run time, it stopped providing power to the camera used for testing. Fdm 10, fdr 213, and fdc 67 are applicable to the poe injector analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9735798, serial/lot #: unknown, ubd: unknown, UDI#: unknown. A medtronic representative visited the site to evaluate the equipment. Multiple parts we replaced on the camera chain and also on the main cart. The second power of ethernet (poe) resolved the issue. No other products have been returned to medtronic for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used during a procedure. It was reported that the site went to do a spin and the system said "localizer not connected." It is unknown where in the spin process the error showed up. The site swapped to the other system for the procedure. There was one unused spin. The local representative (cs) brought in a working system for troubleshooting. The cs moved the bad camera cart to the good main cart and interconnect cable, but there was still no power to the camera but all other camera cart functions worked normally. The good camera cart on the "bad" main cart and interconnect cable worked normally. The cs swapped systems back to original configuration (bad and good systems together). The cs swapped interconnect cables here, but there was no resolution. Technical services (ts) recommended swapping power over ethernet (poe) injector between systems, letting both systems bootup the 1.5 hours and see if the issue follows the poe or stays on the camera cart. After swapping the poes between the two systems, the issue followed the poe. After about 10 minutes, the previously working camera cart went to localizer not connected and no lights on camera. Other camera cart worked normally. There was an unknown delay to the procedure. Patient impact was not reported.

Manufacturer narrative:
Additional information provided. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that this case was a spinal fusion procedure. The site had the navigation system in the room ready for a spin, and after the spin they began navigating and they system faulted. The system said the localizer was not connected. The system was swapped for another navigation system and another spin was conducted. The delay to the case was 10-15 mins.